Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2004; 1458ql-86 lead, implanted (B)(6) 2018; 5867-3m adaptor, implanted: (B)(6) 2018; 407652 lead, implanted: (B)(6) 2018; ipg, 407658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had superior vena cava (svc) syndrome. The device and all leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.